Event description:
(B)(6) reports that there were 2 cases in patients with an allergic reaction possibly after the application of the 26ml chloraprep product, evidenced at the end of the surgical procedure. The patients presented a rash (rash in the chest and abdomen application area, excluding the sternal midline where, in addition to the chloraprep, ioban film is placed, this area was intact. 03/30/2021: additional information received. Description of event 1 ((B)(6)): on (B)(6) 2021, the patient underwent open aortic valve replacement surgery. At the end of the surgery, sterile fields were removed and cutaneous rash with papules was observed in the region of the thorax, abdomen and lower limbs up to the knee. Regions where surgical asepsis is performed with chloraprep soap, the treating physician is informed. Injury or damage easily corrected and its impact on the health of the patient was minimal. Clinical follow-up of the patient is established, who presents spontaneous improvement. Description of event 2 ((B)(6)): on (B)(6), 2021, reintervention surgery was performed for congenital heart diseases, upon completion and removal of sterile fields, cutaneous rash with papules was observed in the region of the thorax, abdomen and lower limbs, the region where surgical asepsis with soap chloraprep. Injury or damage easily corrected and its impact on the health of the patient was minimal. Clinical follow-up of the patient is established, who presents improvement. Patient data is in the patient information grid.

Manufacturer narrative:
No photograph or sample was received for analysis; therefore, the failure mode could not be confirmed, nor could the root cause be determined. No non-conformance was noted during the manufacturing of this lot 0283167. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
(B)(6) reports that there were 2 cases in patients with an allergic reaction possibly after the application of the 26ml chloraprep product, evidenced at the end of the surgical procedure. The patients presented a rash (rash in the chest and abdomen application area, excluding the sternal midline where, in addition to the chloraprep, ioban film is placed, this area was intact. 03/30/2021: additional information received. Description of event 1 ( (B)(4) ): on (B)(6) 2021, the patient underwent open aortic valve replacement surgery. At the end of the surgery, sterile fields were removed and cutaneous rash with papules was observed in the region of the thorax, abdomen and lower limbs up to the knee. Regions where surgical asepsis is performed with chloraprep soap, the treating physician is informed. Injury or damage easily corrected and its impact on the health of the patient was minimal. Clinical follow-up of the patient is established, who presents spontaneous improvement. Description of event 2 ((B)(4)): on (B)(6) 2021, reintervention surgery was performed for congenital heart diseases, upon completion and removal of sterile fields, cutaneous rash with papules was observed in the region of the thorax, abdomen and lower limbs, the region where surgical asepsis with soap chloraprep. Injury or damage easily corrected and its impact on the health of the patient was minimal. Clinical follow-up of the patient is established, who presents improvement. Patient data is in the patient information grid.